Manufacturer narrative:
Two (2) actual samples were received for evaluation. During visual inspection, the tubes were observed to be fused together. The reported condition was verified. The cause of the condition was determined to be the tube got caught in the pouch seal during the packaging process. There are manufacturing process controls in place to detect such an occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) continu-flo solution sets would not prime. It was further reported that the i.v line was blocked. It appeared the tubing was fused together and unable to allow fluid to flow through the pathway. This issue was identified during priming. There was no patient involvement. No additional information is available.